Event description:
Before implantation, the neurosurgeon likes to perform the closure pressure of his valves. First, as the bullhole reservoir was not necessary, he disconnected it by force. Then using a manometer, he fills valve with a syringe of sterile water. He read the pressure when the valve was closing. Using the valve adjusted in medium pressure, he didn't find it met his specifications.